Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed induced cuts in the lead and the insulation appeared bunched in several places. The helix was retracted and blood and body fluid were noted surrounding the helix mechanism. Analysis concluded the lead was electrically continuous and could not conclusively determine a reason for the reported clinical observation of lead dislodgement.

Event description:
Boston scientific received information that during a three month post implant follow up visit, it was noted this right ventricular lead appeared to have moved from the implanted position. The patient with this lead had high defibrillation threshold testing. A revision procedure was performed. Attempts to retract the helix were initially unsuccessful, but successful with a second fixation tool. Attempts to reposition this lead were unsuccessful as the lead could not be readvanced. Reportedly, the patient has five leads implanted and a narrow subclavian access. This lead was removed and replaced successfully. Defibrillation testing will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was removed and replaced. Should the lead be returned, analysis will be performed and this event will be updated.